Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected. A field service engineer (fse) found that pyxis's was unable to detect the drawers. The fse unplugged and rebooted the station, but the issue was not resolved. The fse then replaced the module controller, logged into hardware test application (hta) and tested the drawers several times, all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawers were not on communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.